Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned to olympus for inspection; however, a field service engineer (ess) was dispatched to customer site. During the observation, ess, observed the less experienced user facility staff member being observed needed more guidance when reprocessing the endoscope and ess also noted user facility staff not aware of using the cleaning brush when reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: no nonconformances were found related to this complaint. No further escalation is required. Labeling review: was the device used in accordance with the IFU/label? [No], chapter 6: inspection scheduled related to forceps elevator, section 2: clean the forceps elevator and elevator recess according to the instructions described in ¿brush the forceps elevator recess¿ in section 5.5, ¿manually cleaning the endoscope and accessories¿ in the ¿reprocessing manual¿. Inspect whether there is debris on the forceps elevator, and in the forceps elevator recess according to the instructions described in ¿brush the forceps elevator recess¿. Repeat brushing and/or flushing the forceps elevator and the forceps elevator recess until no debris is observed upon inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the duodenovideoscope exhibited reprocessing on the decontamination side, where staff performed leakage testing and manually cleaned the endoscopes. The customer then utilized scope buddy plus to aspirate and flush the channels during the manual cleaning before placing the endoscopes in the medivators advantage for high-level disinfection. It was also observed that less experienced staff members required additional guidance while reprocessing the scope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.